Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
Additional information was received that a loss of capture was observed on the right ventricular (rv) lead..

Event description:
Related manufacturer report number: 2017865-2021-12231. Following implant procedure, a capture issue was noted of the right ventricular (rv) lead. Displacement of the rv lead was confirmed by x-ray. Displacement of the right atrial (ra) lead occurred after repositioning of the rv lead. The event was resolved by explanting and replacing the rv and ra leads. The patient was in stable condition.